Manufacturer narrative:
In the earlier report legacy complaint ID was not mentioned, in this report it is corrected.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device lights up but nothing else happens. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, it is observed that does not detect touch and burnt pca. The customer complaint was not reproduced. There was one error has been identified. The device was scrapped.